Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: can¿t priming.

Event description:
It was reported that smallbore 6 inch ext vlv had flow issues. The following information was provided by the initial reporter: can't priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 3/2/2021. H6: investigation: one 20039e sample was received for investigation with residual fluid in the line, alongside an open packaging from lot 20045709. Additionally an unknown 5ml luerslip syringe was received to assist the investigation. A visual inspection of the 20039e sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. A visual inspection of the male luer from the received syringe identified that the tip was slightly domed. The sample was subjected to functional testing by connecting it to a 50ml bd plastipak syringe from stock and flushing with fluid; no occlusion or flow restriction was identified during testing. Further testing was performed by connecting the luer slip syringe received connected to the 20039e sample and flushing with fluid; no occlusion or flow restriction was identified. A review of the production records for lot 20045709 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.